Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.